Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she experienced low blood glucose on (B)(6) 2015 and she was treated with IV by paramedics. Blood glucose at the time of admission was 28 mg/dl. Customer stated that the insulin pump did not alarm for threshold suspend. Current blood glucose was 226 mg/dl. The drive support cap is normal. Customer was disconnected during the rewind/prime sequence. The reservoir was showing the same amount of insulin as shown on the status screen. Device was not exposed to a magnetic field. Customer was advised to monitor the insulin pump and talk to the doctor regarding the low blood glucose event.